Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of an event previously reported under (B)(4). Any additional information will be submitted under (B)(4).

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device cannot enter standby mode. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.